Manufacturer narrative:
One piece of smartxt 1/4" x 1/16" tubing was received at sorin group USA, inc. For evaluation. A visual inspection found a 1" split in the tubing. There did not appear to be any evidence of twisting or excessive use. After examination, two segments of the returned tubing were isolated for dimensional analysis. All measurements were within specification. Due to the split in the tubing, the returned product could not be tested. Therefore, one representative pack was pulled from inventory. Three tubing segments from the pack were placed into roller pump raceways and tested to failure. All three performed exceeded the rated time of use prior to failure. The tubing dimensions (inner diameter, outer diameter, and wall thickness) of all three segments were also measured and were within specifications. Unfortunately, the cause for the split tubing failure could not be determined. The tubing used in the raceway by the perfusionist was pvc 1/4" ID x 1/16" wall thickness. The heart/lung instructions for use warn that 1//16" tubing wall thickness should not be used for an arterial blood pump head application as it is susceptible to premature failure. The perfusionist has since changed to 1/4" x 3/32", a thicker, more durable tubing. No other actions are deemed necessary.

Event description:
The perfusionist reported a tubing split in the arterial roller pump raceway during prime. The event occurred during prime. There was no patient involvement.